Manufacturer narrative:
(B)(4). The product involved in the report has not been returned. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the balloon in the patients transgastric-jejunal feeding tube started leaking. The tube was loose and upon removal the leak was noticed. The caregiver placed a mic-key g-tube in temporarily to keep the stoma open until the patient could have it replaced in radiology. There was no injury to the patient and the stoma remained opened and intact. The leak happened around one month of placement.

Manufacturer narrative:
Sample was received. The sample has been returned and evaluated. The molded head, tube and balloon appears to be discolored with dried substances on the exterior and interior of the device. The balloon was infused with 5cc of water. With slight manipulation, leakage was observed in the area of the proximal collar. When viewed under magnification (50x), a lateral slit was seen on the area of the collar. The original packaging was not returned with the device. The device history record for the lot number, aa5047n01, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).